Event description:
During cath procedure for cardiac biopsy: right internal jugular vein was obtained with a micropuncture needle. Good venous backflow was obtained. After insertion of the guidewire there was resistance to advance through the right internal jugular vein. Attempts under fluoro were done to readjust the wire. The wire unraveled in the subcutaneous space and became fixed, making it difficult to retrieve through the access site. Endovascular retrieval of the guide wire was attempted w/o success. Fluoro guide wire was determined to be in subcutaneous tissue.

Manufacturer narrative:
Leaving a piece of the device in pt is not labeled. Device separation is labeled. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." W/o the complaint device a definitive root cause cannot be determined. Nothing in the event description suggests a possible cause. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In the absence of add'l info a root cause can be determined. We will continue to monitor for similar complaints. A review of the risk assessment indicates that there is insufficient risk to take action at this time.